Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was exposed three years after the system had been implanted and an explant procedure was scheduled. The consumer was admitted, the system was explanted, and the consumer was scheduled to be under monitoring; however, while stimulation was off, the consumer had hard involuntary movement. On (B)(6) 2016, the physician decided to perform and the consumer¿s family agreed with an urgent replacement surgery, as continuous stimulation was required for the consumer. At procedure, the pocket was to be cleaned and a different pocket (where was armpit and below fascia) was made to implant a new ins. The consumer¿s underlying disease was noted as tourette syndrome. Additional information received from the representative reported the date of admission into the hospital was unknown. On (B)(6) 2016 the ins was explanted, the pocket cleansed, and a new ins was implanted in a new pocket created at a different site (under the axillar fascia).